Event description:
It was reported that this right ventricular (rv) lead was exhibiting gradual increase of pacing impedance out of range, as well as an increase in threshold measurements. Technical services (ts) was consulted and explained the device experienced and automatic safety swift due to the high impedance and recommended further testing and possible reprogramming.